Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the customer observed a cable of the mega suturecut needle driver broke. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.